Manufacturer narrative:
Results: damaged brake crank assembly,spring brake ratchet, and left and right brake ratchet crank; missing brake latch, brake ratchet crank pin.

Event description:
It was reported by service report that the brakes could not be engaged from either side. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.